Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2017: (B)(6) hospital, (B)(6) md. Radiology ¿ CT abdomen/pelvis. Indication: low abdominal pain-history hernia; prior surgery; hernia surgeries. Impression: patchy focal opacities in both lower lobes and lingula. Infection or neoplasm. Herniorrhaphy mesh anteriorly. Recurrent ventral hernia lateral to the herniorrhaphy mesh. It contains loops of bowel. (B)(6) 2017: (B)(6) do. Office notes. States that her employer is [sic] been forcing her to continue with her heavy lifting at work which is [sic] increased her pain, discomfort from hernia. Abdomen: persistent, increasing discomfort at hernia site. Long-standing she has palpable large bulges in left lower quadrant, tender palpation. CT abdomen pelvis: approximately 5 cm defect where mesh appears to have pulled away from left rectus muscle and/or fashion [sic]. Does have associated bowel out in hernia defect. Impression/plan: encouraged to get appointment with dr. Logrono to get better handle on diabetes. I would like her hemoglobin a1c less than 7 before we perform surgery. She will likely need a large piece of mesh even though defect was only 5 cm, is difficult to say will need to do with other mesh. Prior mesh did include dualmesh which may need to resected, removed. She is quite uncomfortable and her significant other states this is causing them quite a bit of difficulty interpersonal relationship due to her pain. I did encourage her to continue to attempt to quit smoking and lose weight. States she has been backing down on her smoking and has lost over 150 pounds. (B)(6) 2017: (B)(6) medical group. Certificate to return to school or work. No lifting greater than 15 pounds boxes. Keep kneeling, squatting to a minimum. Ok to stock shelves at or above waist level. (B)(6) 2017:(B)(6) health. Patient education. Hernia repair care after: do not lift anything heavier than 10 pounds, this is about the weight of a gallon of milk. Ventral hernia: avoid heavy lifting. Open hernia repair, hernia. (B)(6) 2017: (B)(6) hospitals. (B)(6) . Post-operative notes. Post-operative diagnosis: recurrent ventral hernia. Findings: same. Procedure: exploratory laparotomy, lysis of adhesions, removal old mesh, posterior component separation, retrorectus repair recurrent ventral hernia with 30 x 15 cm progrip mesh. Specimens removed: old mesh, sac. (B)(6) 2017 [assigned]: (B)(6) medical group. Implant sticker. Covidien. Progrip. (B)(6) 2017: (B)(6) health. (B)(6) do. Progress notes. Gastrointestinal: appropriately tender palpation. Abdominal binder in place. Jackson-pratt drain with serosanguineous fluid. (B)(6) 2017: (B)(6) hospitals. (B)(6) do. Discharge summary. Hospital course: she did well overnight. She was discharge home in stable condition. Discharge plan: continue lifting restrictions of no lifting more than 15 pounds for 6 weeks. No soaking incision in standing water. Decrease nicotine and cigarette use as much as possible as this will increase chances for wound infections. Keep close control blood sugars in order to minimize wound complications. (B)(6) 2017: (B)(6) health. (B)(6) do. Office notes. Abdomen: incisions clean, dry, intact. Staples in place. Jackson-pratt drain has reddish fluid, however drain itself appears more serous to serosanguineous. Plan: due to persistent output of drain, keep it in, will culture fluid. Discontinue staples in abdomen as incisions appear to be healing well. (B)(6) 2017:(B)(6) health. Microbiology. Body fluid culture. Source: jackson-pratt drain, 21 cc brown/turbid with clumps. Final report: light growth staphylococcus epidermidis, beta hemolytic streptococci group b, diphtheroids. Heavy growth anaerobic gram-positive cocci. Stains: moderate gram-positive cocci in pairs, clusters. (B)(6) 2017: (B)(6) health. (B)(6) do. Office notes. Continues to have right upper quadrant/flank pain that seems quite detrimental for her. Pain more in evenings, sharp, stabbing. Abdomen: incision appears to be healed closed quite nicely. Jackson-pratt drain has purulent/green type fluid. States it was salmon color saturday, foul odor. Started taking her bacitracin [antibiotic] on saturday, states since color has changed to yellowish color, odor improving. Plan: CT. We did talk about importance of keeping close eye on blood sugar and how diabetes as well as tobacco usage placed [sic] into wound infections and poor healing. (B)(6) 2017: (B)(6) hospitals. (B)(6) . Post-operative notes. Post-operative diagnosis: subcutaneous abscess. Findings: subcutaneous abscess. Procedure: washout and vac placement sub-q abscess. Specimens removed: cultures. (B)(6) 2017: (B)(6) health. Microbiology. Anaerobic culture. Source: abscess. Body site: abdomen. Final report: light growth anaerobic gram-positive cocci and propionibacterium species. Wound culture. Source: abscess. Body site: abdomen. Final report: scant growth coag negative staph, usually present as normal skin flora. (B)(6) 2017: (B)(6) health. Nurses notes. Refused sequential compression device/foot pumps. (B)(6) 2017: (B)(6) health. (B)(6) do. Progress notes. Agitated today because of diet. Refuses to take insulin. She would like to go home. Abdomen: vaccum assist closure working appropriately. Plan: I left the decision up to her whether she wants to go home or stay. That said, I would recommend she stay for continued vacuum assist closure therapy. (B)(6) 2017: (B)(6) hospitals. (B)(6) , do. Discharge summary. Discharge diagnoses: subcuticular abscess. Status post exploratory laparotomy with repair of recurrent ventral hernia. Hospital course: I did want her to stay for another day to continue to monitor as well as change the wound vacuum closure assist. However, she insisted on going home stating she takes better care of her diabetes and blood sugars at home and thus she left against medical advice. Wound vacuum assist closure removed, getting wet-to-dry dressings. [Missing pages.] (B)(6) 2017: (B)(6) health. (B)(6) do. Office notes. Wound vacuum assist closure on abdominal wound, healing very well. Measures 4 x 3.5 x 1 cm in size. Continues to have intermittent, sporadic right upper quadrant pain associated with pushing on her abdominal wound or changing the sponge out. Abdomen: healing very well, tunneling that was present initially seems to have healed, good granulation tissue. Patient education materials given to patient: abscess, hernia repair with laparoscope. (B)(6) 2017: (B)(6) health. (B)(6) do. Office notes. Portable home wound vacuum assist closure, wound down to 2 x 2.5 x 1 cm in size. Tissue clean, excellent granulation tissue. Keep wound vacuum assist closure off and convert to wet-to-dry dressings. I did apply silver nitrate sticks to wound edges to ensure to get ingrowth of skin. Continues to have random abdominal pain, complaining of some phantom hernia pain. (B)(6) 2017: (B)(6) health. (B)(6) do. Office notes. Wet-to-dry dressings. States on occasion has developed foul odor in which case used dakin solution rather than saline. Main complaints remain right upper quadrant pain, itching within abdominal wall. States right side of abdomen is relatively numb, has no sensation however has itch underneath skin that she simply cannot get the itch, somewhat constant, made better when up moving around. Abdomen: wound appears clean, healing well. Measuring approximately 1 x 1 cm in size. Plan: sliver nitrate sticks to edges of wound. Continue wet-to-dry dressing changes. (B)(6) 2017: (B)(6) health. (B)(6) do. Office notes. Incision seems to be entirely closed. Having persistent bilateral upper quadrant pain, now having some right lower quadrant pain as well. It seems the bilateral upper quadrant pain is approximately where the mesh ends and what I would imagine to be somewhat near the posterior component separation was performed during hernia repair. Although I do not know for sure I do wonder if some of the pain might be from muscular imbalances now that we did a posterior component separation. Right lower quadrant pain seems new in nature, is in evening when she goes to bed after moving around all day. Maybe muscular pain, perhaps physical therapy with stretching/exercises may help. Regarding wound, I do not feel she needs further follow-up at long as it remains closed. (B)(6) 2017: (B)(6) hospitals. (B)(6) do. Physician orders. Clinic/outpatient physical therapy request. Indication: bilateral upper abdomen quadrant pain. Physical therapy evaluate and treat. Diagnosis code: ventral hernia, recurrent ventral hernia. Diagnoses: incisional hernia without obstruction or gangrene, ventral hernia without obstruction or gangrene. (B)(6) 2017: (B)(6) health. (B)(6) do. Office notes. Recently had the inferior aspect of her incision break open 3 days ago, at that time she stated there was purulence that came out. Since then the drainage has been yellowish in color, opening has healed up somewhat. Abdomen: she pulled the skin back from inferior portion of incision, does appear that at the scar there is some potential skin maceration just over top of scar with a small opening just underneath the area of maceration. Too small to fit q-tip through, I was able to put the back end of q-tip, it did not seem to track very far. Plan: fluid cultured. Applied silver nitrate sticks to wound, was able to get it to track approximately 3-5 mm superiorly. I did place 4 x 4 in area. (B)(6) 2017:(B)(6) health. Microbiology. Anaerobic culture. Source: incision. Body site: abdomen. Final report: heavy growth anaerobic gram-positive cocci, moderate growth porphyromonas species. Wound culture. Source: incision. Body site: abdomen. Final report: moderate growth beta hemolytic streptococci group b. (B)(6) 2018: [missing records: records for the CT scan showing ¿some fat stranding in subcuticular tissue which could be related to new inflammatory process versus chronic scar tissue¿ were not provided.] (B)(6) 2018: (B)(6) health. (B)(6) do. Office notes. Left-sided abdominal pain. Previous ventral hernia repair with posterior component separation 07/27/17, ended up having a wound infection, went back to surgery for washout and placement of wound vacuum assist closure 08/19/17. Did eventually heal, doing well however recently at work she was doing some lifting, felt a ¿pop¿. States numb on left side abdomen, now has pain, discomfort. Pain is muscle spasm like with intermittent bouts of sharpness. After working 4 hour shift is unable to lift her left lower extremity because pain is so great. Gastrointestinal: tender to palpation left side abdomen, tenderness localized more infraumbilically in left lower quadrant. No evidence bulge, hernia. CT abdomen/pelvis: no evidence abdominal wall hernia recurrence. Does have some fat stranding in subcuticular tissue which could be related to new inflammatory process versus chronic scar tissue. Impression/plan: may be caused from muscle spasm or simply turning some scar tissue will [sic] engage in activity. After reviewing CT abdomen pelvis, I do not think she has had any recurrence. (B)(6) 2018: (B)(6) . Notice of decision accepting claim and awarding specific benefits. Injured worker: (B)(6) . Claim #: (B)(4). Body part: abdomen/stomach. Date of injury:(B)(6) 2018. Acceptance date: (B)(6) 2018. On your first report of injury claim form on your prior injury form you admitted to having prior injuries to your abdomen from a non-work related incident in the past. Stated your prior treatment included ventral hernia repair (B)(6) 2017 and (B)(6) 2017 which had been ongoing since 1997. Sought medical treatment for the (B)(6) 2018 work related incident from(B)(6) 2018to (B)(6) 2018. On (B)(6) 2018 it was noted that your abdominal injury resolved, cleared for regular activities, discharged from care. Wsi has accepted the claim for s39.011a strain of muscle, fascia and tendon of abdomen, initial encounter. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial plus instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 1998:[missing records: an operative report for ventral hernia repair was not provided.] Missing records: records between 7/26/05 and 4/05/08 were not provided.] (B)(6) 2008:(B)(6) hospitals. (B)(6) md. Emergency department visit. Abdominal pain; had last of three ventral abdominal hernias repaired 2005. Hit abdomen last night, now having pain in abdomen similar to hernia pain in past. No fever, moderately painful. Smokes 2 packs/day. Abdominal: tender with 6-8 cm midline mass, hernia. Impression: ventral hernia. Plan: dr. (B)(6) , surgeon, evaluated, wrote prescription, seeing monday in clinic. (B)(6) 2008:(B)(6) hospitals. Lab. Wbc 11.0 h (3.5-10.3). Glucose 124 h (70-110). Albumin 3.0 l (3.2-5.5). (B)(6) 2008:(B)(6) surgical associates. (B)(6) do. Office notes. Presents with recurrent ventral hernia. States first had it repaired in 1998; it recurred and within 3 years had to have it repaired again in 2001. Recurred again within a little over 3 years; repaired in (B)(6) 2005 and recurred again. Repaired with mesh in(B)(6) 2005. It should be noted dr. Tunde repaired it with the same dual mesh in march as dr. Kiessling used in july. She states it has recurred and pain is primarily to left of midline and lower abdomen. Medical history: bronchitis, sinusitis, back pain, shoulder pain. Abdomen: obese, tender in left lower quadrant just to left of midline cicatrix which is well healed. Impression: left lower abdominal pain, likely due to recurrent hernia status post repair x4, with mesh x2. Plan: CT scan abdomen/pelvis to evaluate the anterior abdominal wall as [sic] exam her tenderness does not really delineate fascial defect. (B)(6) 2008:(B)(6) (B)(6) pa. Office notes. Cough/cold symptoms since yesterday. Coughing so hard is to vomit. Some fever. Smoker. Impression: upper respiratory infection, possible bronchitis. Plan: zithromax z-pak, guaifenesin, discontinue smoking. (B)(6) 2008:(B)(6) , (B)(6) do. Office notes. For evaluation of last cat scan; did show recurrent hernia. This has happened 4 times. Had bronchitis of late and currently now on a z-pack. Abdomen: defect to left lower quadrant, which correlates with CT scan. Impression: recurrent x4 ventral hernia. Chronic obstructive pulmonary disease with chronic bronchitis. Plan: for complete [sic] has this before. I would like repair with mesh of her abdomen. (B)(6) 2008:[missing records: records for ¿abdominal surgery¿, ¿component separation¿ were not provided.] (B)(6) 2008:(B)(6) hospitals. (B)(6) pa. Emergency department visit. Weight 133.6 kg. Social history: smokes 1 pack/day. Surgical history: c-section x2, umbilical and ventral hernia. (B)(6) 2008:(B)(6). (B)(6) md. Office notes. Evaluation of left knee; injured at work (B)(6) 2008; felt knee hyperextend and give way. Positive shortness of breath. Positive tobacco, occasional alcohol. Obese. (B)(6) 2008:(B)(6) . (B)(6) md. Office notes. Impression: partial acl [anterior cruciate ligament] tear. Plan: physical therapy, restricted work activities over next month. (B)(6) 2009:(B)(6) hospitals. (B)(6) do. Emergency department visit. Redness/swelling right lower leg past 3 days with fevers up to 103f. Medical history: asthma. Impression: cellulitis of leg. (B)(6) 2009:(B)(6) hospitals. Lab. Wbc 12.70 h (3.5-103). Albumin 3.1 l (3.2-5.5). Hemoglobin a1c 7.8 h (4.3-5.3). Glucose 182 h (70-110). A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect ¿ clinical code h6: updated investigation finding h6: updated investigation conclusion h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1690, 1695, 1994, 3191: other; used for ¿failed mesh¿ and frozen//numb abdomen) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6), 2001 through (B)(6), 2018 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial and the gore® dualmesh® biomaterial. ¿ medical records from (B)(6), 2001 through (B)(6), 2005, and (B)(6), 2005 through (B)(6), 2008, and (B)(6), 2010 through (B)(6), 2017 were not provided. Patient information: medical history: ¿ obesity: (B)(6) 2001: ¿moderately obese¿ (B)(6) 2005: ¿morbidly obese, bmi 50" (B)(6) 2008: 293.92 lbs. Bmi 47.4 (B)(6) 2017: 223.5 lbs., bmi 36.1 ¿ smoker: (B)(6) 2005: ¿smoking¿ (B)(6) 2008: 2 ppd [packs per day] (B)(6) 2008: 1 ppd (B)(6) 2017: ½ ppd ¿ asthma ¿ chronic obstructive pulmonary disease [copd] with chronic bronchitis ¿ type ii diabetes mellitus surgical procedures: ¿ unknown dates: cesarean section x 2 ¿ 1998: ventral hernia repair ¿ (B)(6) 2001: ¿repair¿ ¿ (B)(6) 2005: repair of incisional hernia with mesh. Implant: gore® dualmesh® plus biomaterial. ¿ (B)(6) 2005: lysis of extensive adhesions to the abdominal wall, which took at least an hour just preparing this patient for surgery. Repair of multiple incisional hernias and a recurrent umbilical hernia with dual mesh. Implant: gore® dualmesh® biomaterial. ¿ (B)(6) 2017: exploratory laparotomy, lysis of adhesions, removal of old mesh, posterior component separation. Recurrent ventral hernia repair with 30 x 15 progrip mesh. ¿ (B)(6) 2017: washout and placement of wound vac relevant medical information: ¿ (B)(6) 2001¿ history. ¿... A 22-year-old with two previous cesarean sections who is moderately obese. She comes in with a problem with ventral hernia that is increasingly symptomatic . It is causing increase in the amounts of discomfort. She was counseled preoperatively concerning risks and benefits. I think she had a good understanding both of the plan for repair, and also the chance of recurrence related to the size of her abdominal wall and such things as pulmonary emboli, etc. She was anxious to proceed and actually had a fair amount of discomfort.¿ ¿ inpatient hospitalization [hospitalization dates unknown] (B)(6) 2001: operation: repair ¿we made a midline incision and carried it down through the skin and subcutaneous tissue. The underlying hernia sac was immediately apparent. It was completely dissected out until we were down to the fascia and then it was opened. We found omentum within it. I was able to excise the sac itself and reduce the omentum back into the peritoneal cavity. The resulting defect was actually significantly smaller than I thought, and interestingly enough, appeared to have very little tension on it when it was closed transversely, except for the most caudad part of it. We free [sic] up the edges of the fascia very cleanly, and then I went ahead and placed one figure-of-eight stitch of #1 prolene in the most caudad portion of this midline defect. After we did that everything sort of fell together almost, closing it transversely. Using mattress sutures with #1 prolene, we closed this defect transversely. There was really very little tension and it appeared we had good fascial closure. I reinforced this closure with a #1 vicryl in a running type stitch. This basically completed the procedure. It did not look to me like adding a mesh or anything else would really adequately change any outcome in this area. It looks to me like we have a good closure if this patient is careful. I think we will be able to see results and success with this primary closure.¿ implant #1 preoperative complaints: ¿ (B)(6) 2005: CT abdomen/pelvis [a/p]. ¿indication: abdominal, pelvic pain. Findings consistent w/ large lower anterior abdominal wall defect/hernia w/extension of mesenteric fat into subcutaneous tissues. The overall defect is approximately 7 cm in transverse width. No signs associated small bowel obstruction, inflammatory changes.¿ implant #1 procedure: repair of incisional hernia with mesh. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp03/02821957, 10cm x 15cm x 1 mm thick, oval] implant #1 date: (B)(6), 2005 ¿ findings: ¿there is a large defect measuring about a 10 x 10 cm in the infraumbilical region. There is a chronically incarcerated omentum in the sac and there are multiple sacs.¿ ¿ description of hernia being treated: ¿an incision was then made in the infraumbilical region. The patient had a previous scar from cesarean section; the incision was made and was carried through skin and subcutaneous tissue. Upon doing this it was noted there was omentum in the subcutaneous tissue, so I proceeded by freeing this omentum from the chronically attached subcutaneous tissue. It was noted that this was an extensive finding from the midline, first to the right, then to the left and also toward the suprapubic region. This was carefully and methodically freed of adhesions and the hernia sacs were encountered during this process and some of them were then incised at this point. This was carefully done circumferentially until the hernia defect was the chronically incarcerated omentum [sic]. I proceeded by freeing the omentum and after freeing it from the subcutaneous tissue, I freed it from the hernia sac, and I was able to then push it down into the abdominal cavity. There were multiple areas that were bleeding from the freed omentum and the same was controlled using 3-0 vicryl ties.¿ ¿ implant size and fixation: ¿after this was done, the defect was then carefully examined and I proceeded by freeing the fascial wall around the defect that I would have a clean surface to suture the mesh to. This was done circumferentially. It was initially difficult because there were 2 omentum attached to the fascia at this point, so I carefully took this down until the fascia was then circumferentially noted to be clean and the defect measured about 10 x 10 cm. Then I proceeded by starting the dualmesh into the defect. This was then sutured circumferentially using 2-0 prolene stitched in the u-stitch fashion. After this was done, a copious amount of irrigation was then done. Hemostasis was looked for and found to be adequate, and then I proceeded by closing the subcutaneous tissue to obliterate the defect a little bit. After this was done, the skin was then approximated together using skin staples.¿ (B)(6) 2005: pathology. ¿tissue: ventral hernia sac. Gross: the specimen consists of, 66 grams of irregular fragments of membranous reddish to grayish fibrous tissue along with lobulated yellow to brown fatty tissue, some areas perhaps having a slightly sac like appearance. Areas of dark reddish congestion are focally present. A well-defined mass lesion is not grossly noted. Diagnosis: ventral hernia sac with marked congestion.¿ relevant medical information: ¿ (B)(6) 2005: CT a/p. Indication: ¿right upper quadrant pain and hematuria. Comparison made to previous study (B)(6) 2005. Impression: 0x7 cm diameter fluid collection within the subcutaneous tissues over the inferior and anterior abdominal wall. This is not within the peritoneal space. A small amount of air is seen within this. This may represent a post operative hematoma. An abscess could have a similar appearance. Findings suggesting a graft placement within a lower anterior abdominal wall hernia. Herniated mesenteric fat persists.¿ implant #2 preoperative complaints: ¿ (B)(6) 2005: indication. ¿... A 27-year-old female patient who came to the office with a hernia in her umbilicus. She had recently had an operative procedure to repair an incisional hernia. It appeared that her hernia now was above her previously placed repair. She gave a history of having a previously repaired umbilical hernia in the more remote past. Her recent hernia repair only involved an incision, which was midline in the position below her umbilicus towards the pubis. On physical examination, this area seemed to be not involved with herniation, but during our operation we did identify that there was evidence of recurrent hernia even in this area. Our plan therefore increased to repair the recurrent hernia that had just been fixed with mesh and also the umbilical hernia. This caused us to have to extend our incision almost all the way to the pubis because it was difficult in this lady to identify the hernias visually from the smaller incision we are making around the umbilicus. This patient is clearly, morbidly obese with a body mass index of 50.¿ implant #2 procedure: lysis of extensive adhesions to the abdominal wall, which took at least an hour just preparing this patient for surgery. Repair of multiple incisional hernias and a recurrent umbilical hernia with dual mesh. [Implant: gore® dualmesh® biomaterial, 1dlmc06/03686122, 18cm x 24 cm x 1 mm thick] implant #2 date: (B)(6), 2005 ¿ description of hernia being treated: ¿an incision was made around the umbilicus and then as I mentioned above, extended finally down towards the pubis through a previously placed midline incision. We identified the hernia that was just above the patch near the umbilicus, but then we were able to palpate several hernias just lateral to the patch. The patch did not extend to cover all of the different hernias as they extended down her abdomen and there was another hernia that was not even covered with the previously placed patch. It was necessary to extend our incision all the way down to the pubis, dividing the fascia as we went.¿ ¿ implant size and fixation: ¿we took a large piece of dual mesh, which is a ptfe product, measuring 24x 18 cm. We only trimmed a small amount of it and placed it in the properitoneal [sic] and then some places the peritoneal position. The smooth site [sic] obviously was placed towards the bowel, roughened side was placed towards the fascia. It was sutured along its perimeter with the 5 mm screw-like fasteners. But it was necessary to use zero prolene to actually attach the more distal aspect to the fascia. Once we had it completely attached along its perimeter, we then re-approximated the fascial edges with a running suture of #1 prolene. We incorporated a small amount of the mesh as we did this to keep it from shifting to reinforce our sutures . She tolerated the procedure well. The skin was closed with staples.¿ ¿ a pathology report, detailing findings from the above outlined implant procedure, was not provided. Relevant medical information: ¿ (B)(6) 2008: emergency department. ¿abdominal pain; had last of three ventral abdominal hernias repaired 2005. Hit abdomen last night, now having pain in abdomen similar to hernia pain in past. No fever, moderately painful. Abdominal: tender with 6-8 cm midline mass, hernia. Impression: ventral hernia.¿ ¿ (B)(6) 2008: surgical consult. ¿it should be noted dr. Xx repaired it [hernia defects] with the same dual mesh in (B)(6) [2005] as dr. Xx used in (B)(6) [2005] . She states it has recurred and pain is primarily to left of midline and lower abdomen. Abdomen: obese, tender in left lower quadrant just to left of midline cicatrix which is well healed. Impression: left lower abdominal pain, likely due to recurrent hernia status post repair x4, with mesh x2.¿ ¿ (B)(6) 2008: CT abdomen a/p. ¿findings: recurrent hernia just medial to and subtending the graft hernia mesh to the right of midline at lower abdomen. The hernia present currently is 12 x 14 cm in horizontal and craniocaudad [sic] dimensions respectively . It [hernia] neck is 4.8 cm cross sectional dimension. It is entirely fat filled. Its inferior most margin is at the level of the symphysis pubis. It [hernia] superior margin at the level of the superior iliac wings. Conclusion: fat filled anterior abdominal wall hernia, midline interior abdomen. It is immediately adjacent [to] hernia mesh repair.¿ ¿ (B)(6) 2008: surgical follow up. ¿defect to left lower quadrant, which correlates with CT scan. Impression: recurrent x4 ventral hernia.... I would like repair with mesh of her abdomen.¿ ¿ a history and physical dated (B)(6) 2017 shows, ¿she was seen in the clinic around 2008 and at that time the surgeon discussed with her the potential need for component separation and sending her to the university of minnesota, she thinks the last abdominal surgery she had was similar around 2008/2009.¿ if performed, the records for ¿abdominal surgery¿, ¿component separation¿ were not provided. ¿ 7/21/10: CT a/p. ¿impression: anterior wall ventral hernia, increased in size approximately 2 cm from (B)(6) 2008. The mesh appears to have dislodged from the attachment of the lateral aspect of the abdominal wall. Only mesenteric fat is identified within the hernia at this time, but there does appear to be a small loop of colon that is approaching the hernia at this point. No obstructive changes are identified.¿ ¿ (B)(6) 2010: surgical consultation. ¿assessment: abdominal discomfort and swelling, with no bowel compromise or strangulation. Chronic multiple abdominal hernias, with multiple repairs times 5. I still believe that she should have this repaired by way of component separation versus mesh repair of abdominal hernia #6.¿ ¿ (B)(6) 2017: CT a/p. ¿impression: patchy focal opacities in both lower lobes and lingula. Infection or neoplasm. Herniorrhaphy mesh anteriorly. Recurrent ventral hernia lateral to the herniorrhaphy mesh . It contains loops of bowel.¿ ¿ (B)(6) 2017: ¿she states that she has had 7 hernia repairs in the past all of them and using mesh. Approximately 2 weeks ago she was lifting a box of chicken at work when she felt a popping sensation. She states that she does have associated bulge infectious [sic] of his [sic] bulge for quite some time. Ever since she had this popping sensation at work, she has had increased discomfort and abdominal pain with the hernia area. Patient does report that she lost actually 150 [lbs] and did quit smoking on 7/2015 . Per our records she was seen by surgeons here back between 2000 and 2009, she had a surgery in 2005 where a 24 x 18 dualmesh was used to repair multiple abdominal wall hernias. She was seen in the clinic around 2008 and at that time the surgeon discussed with her the potential need for component separation and sending her to the university of (B)(6), she thinks the last abdominal surgery she had was similar around 2008/2009. Does not appear to be obstructed from her hernia defects. Assessment/plan: recurrent ventral hernia.¿ ¿ (B)(6) 2017: ¿states that her employer is [sic] been forcing her to continue with her heavy lifting at work which is [sic] increased her pain, discomfort from hernia. Abdomen: persistent, increasing discomfort at hernia site. Long-standing she has palpable large bulges in left lower quadrant, tender palpation. CT abdomen pelvis: approximately 5 cm defect where mesh appears to have pulled away from left rectus muscle and/or fashion [sic]. Does have associated bowel out in hernia defect. Impression/plan: she will likely need a large piece of mesh even though defect was only 5 cm, is difficult to say will need to do with other mesh. Prior mesh did include dualmesh which may need to resected, removed.¿ explant #2 preoperative complaints: ¿ (B)(6) 2017: ¿she continues to have abdominal pain associated with her hernia and still wants to have her hernia repaired. Diagnostic results: cat scan of the abdomen pelvis which did show that her previous mesh had pulled away from the left side of her abdominal wall leaving approximately a 5 cm defect. Due to the fact that she has a 5 cm defect from the edge of the mesh to the abdominal wall with the potential total defect of approximately 10 cm or more if the mesh was removed, I think that her surgery would best be performed open. I did explain to her that her surgery would likely consist of open technique with potential removal of her old or if at all possible, form of this mesh repair in the retrorectal space. She may need a partial component separation repair and will resect the old mesh. Explant #2 procedure: exploratory laparotomy. Lysis of adhesions. Removal of old mesh. Posterior component separation. Recurrent ventral hernia repair with 30 x 15 progrip mesh. Explant #2 date: (B)(6), 2017 [hospitalization dates (B)(6), 2017] ¿ a midline incision was performed with the scalpel and this was taken down to the fascia using both a scalpel as well as electrocautery device. The old mesh was incised and the abdominal cavity was entered safely. The adhesions were taken down with both blunt and sharp dissection technique removing the bowel and the intra-abdominal contents from the mesh. There was multiple metal tacks holding the mesh in place dissection, I was concerned that these tests [sic] may cause more problems with the bowel in the futures and thus the entire mesh including the attacks [sic] were excised and removed from the abdominal wall. This was then passed off the table specimen. The hernia sac was then dissected out in its entirety and passed off the table as specimen as well. At this point the rectus abdominis muscles were identified and the posterior fascia was dissected away from the rectus muscles using both blunt and sharp dissection techniques. Once this was done circumferentially, I was concerned that I would not build [sic] to close the posterior fascia or bring the rectus muscles back to midline and thus a posterior component separation was then performed. Once this was done the posterior fascia came together quite nicely using a running stitch with 0 vicryl. The retrorectus space was then measured and found to be approximately 30 x 15 cm in size and a progrip mesh was obtained measuring that size. The edges were rounded off and was placed inside the abdominal cavity with the group b side up. The rectus muscles were then pulled over top of the mesh in place down the line. The anterior fascia was then reapproximated using looped pds. A jp drain was placed inside the old hernia defect in the subcuticular space and brought out in the left lower quadrant of the abdominal wall. The subcuticular space was irrigated out with sterile saline and suctioned out. Staples were used to close the skin." (B)(6) 2017: pathology. ¿gross description: a) hernia sac: received is a 17 x 5 x 0.7 cm pink tan fibrous hernia sac with attached fatty tissue. A 0.5 x 0.3 cm firm nodule is palpated. B) omentum: received is 25 x 12 x 2 cm omentum. The surfaces are shiny and unremarkable. C) old mesh: a 17 x 8 x 0.2 mm aggregate of tan white synthetic mesh fragment. No tissue is unattached. Gross only, no tissue submitted. Microscopic: performed. Diagnosis: a) hernia sac, herniorrhaphy: benign fibroconnective tissue with fibrosis. B) omentum, resection: omentum with no significant histopathologic abnormalities. C) old mesh: synthetic mesh identified 7(B)(6) 2017: discharge summary. Hospital course: she did well overnight. She was discharge home in stable condition.¿ relevant medical information ¿ (B)(6) 2017: washout and placement of wound vac conclusion: implant #2 gore® dualmesh® biomaterial it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ it should be noted with use of the device in patients with the potential for growth, tissue expansion, or significant change in body habitus, the surgeon should be aware that the device will not stretch or change with the patient¿s body. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Device statement w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1690, 1695, 1994, 3191: other; used for ¿failed mesh¿ and frozen//numb abdomen) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2001 through (B)(6) 2018 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial and the gore® dualmesh® biomaterial. Medical records from (B)(6) 2001 through (B)(6) 2005, and (B)(6) 2005 through (B)(6) 2008, and (B)(6) 2010 through (B)(6) 2017 were not provided. Patient information: medical history: obesity: (B)(6) 2001: ¿moderately obese¿. (B)(6) 2005: ¿morbidly obese, bmi 50". (B)(6) 2008: 293.92 lbs. Bmi 47.4. (B)(6) 2017: 223.5 lbs., bmi 36.1. Smoker: (B)(6) 2005: ¿smoking¿. (B)(6) 2008: 2 ppd [packs per day] (B)(6) 2008: 1 ppd b)(6) 2017: ½ ppd asthma: chronic obstructive pulmonary disease [copd] with chronic bronchitis type ii diabetes mellitus. Surgical procedures: unknown dates: cesarean section x 2. 1998: ventral hernia repair. (B)(6) 2001: ¿repair¿. (B)(6)05: repair of incisional hernia with mesh. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2005: lysis of extensive adhesions to the abdominal wall, which took at least an hour just preparing this patient for surgery. Repair of multiple incisional hernias and a recurrent umbilical hernia with dual mesh. Implant: gore® dualmesh® biomaterial. (B)(6) 2017: exploratory laparotomy, lysis of adhesions, removal of old mesh, posterior component separation. Recurrent ventral hernia repair with 30 x 15 progrip mesh. (B)(6) 2017: washout and placement of wound vac. Relevant medical information: (B)(6) 2001¿ history. ¿... A 22-year-old with two previous cesarean sections who is moderately obese. She comes in with a problem with ventral hernia that is increasingly symptomatic . It is causing increase in the amounts of discomfort. She was counseled preoperatively concerning risks and benefits. I think she had a good understanding both of the plan for repair, and also the chance of recurrence related to the size of her abdominal wall and such things as pulmonary emboli, etc. She was anxious to proceed and actually had a fair amount of discomfort.¿ ¿ inpatient hospitalization [hospitalization dates unknown]. (B)(6) 2001: operation: repair ¿we made a midline incision and carried it down through the skin and subcutaneous tissue. The underlying hernia sac was immediately apparent. It was completely dissected out until we were down to the fascia and then it was opened. We found omentum within it. I was able to excise the sac itself and reduce the omentum back into the peritoneal cavity. The resulting defect was actually significantly smaller than I thought, and interestingly enough, appeared to have very little tension on it when it was closed transversely, except for the most caudad part of it. We free [sic] up the edges of the fascia very cleanly, and then I went ahead and placed one figure-of-eight stitch of #1 prolene in the most caudad portion of this midline defect. After we did that everything sort of fell together almost, closing it transversely. Using mattress sutures with #1 prolene, we closed this defect transversely. There was really very little tension and it appeared we had good fascial closure. I reinforced this closure with a #1 vicryl in a running type stitch. This basically completed the procedure. It did not look to me like adding a mesh or anything else would really adequately change any outcome in this area. It looks to me like we have a good closure if this patient is careful. I think we will be able to see results and success with this primary closure.¿ implant #1 preoperative complaints: (B)(6) 2005: CT abdomen/pelvis [a/p]. ¿indication: abdominal, pelvic pain. Findings consistent w/ large lower anterior abdominal wall defect/hernia w/extension of mesenteric fat into subcutaneous tissues. The overall defect is approximately 7 cm in transverse width. No signs associated small bowel obstruction, inflammatory changes.¿ implant #1 procedure: repair of incisional hernia with mesh. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp03/02821957, 10cm x 15cm x 1 mm thick, oval] implant #1 date: (B)(6) 2005: findings: ¿there is a large defect measuring about a 10 x 10 cm in the infraumbilical region. There is a chronically incarcerated omentum in the sac and there are multiple sacs.¿ description of hernia being treated: ¿an incision was then made in the infraumbilical region. The patient had a previous scar from cesarean section; the incision was made and was carried through skin and subcutaneous tissue. Upon doing this it was noted there was omentum in the subcutaneous tissue, so I proceeded by freeing this omentum from the chronically attached subcutaneous tissue. It was noted that this was an extensive finding from the midline, first to the right, then to the left and also toward the suprapubic region. This was carefully and methodically freed of adhesions and the hernia sacs were encountered during this process and some of them were then incised at this point. This was carefully done circumferentially until the hernia defect was the chronically incarcerated omentum [sic]. I proceeded by freeing the omentum and after freeing it from the subcutaneous tissue, I freed it from the hernia sac, and I was able to then push it down into the abdominal cavity. There were multiple areas that were bleeding from the freed omentum and the same was controlled using 3-0 vicryl ties.¿ implant size and fixation: ¿after this was done, the defect was then carefully examined and I proceeded by freeing the fascial wall around the defect that I would have a clean surface to suture the mesh to. This was done circumferentially. It was initially difficult because there were 2 omentum attached to the fascia at this point, so I carefully took this down until the fascia was then circumferentially noted to be clean and the defect measured about 10 x 10 cm. Then I proceeded by starting the dualmesh into the defect. This was then sutured circumferentially using 2-0 prolene stitched in the u-stitch fashion. After this was done, a copious amount of irrigation was then done. Hemostasis was looked for and found to be adequate, and then I proceeded by closing the subcutaneous tissue to obliterate the defect a little bit. After this was done, the skin was then approximated together using skin staples.¿ (B)(6) 2005: pathology. ¿tissue: ventral hernia sac. Gross: the specimen consists of, 66 grams of irregular fragments of membranous reddish to grayish fibrous tissue along with lobulated yellow to brown fatty tissue, some areas perhaps having a slightly sac like appearance. Areas of dark reddish congestion are focally present. A well-defined mass lesion is not grossly noted. Diagnosis: ventral hernia sac with marked congestion.¿ relevant medical information: (B)(6) 2005: CT a/p. Indication: ¿right upper quadrant pain and hematuria. Comparison made to previous study(B)(6) 2005. Impression: 0x7 cm diameter fluid collection within the subcutaneous tissues over the inferior and anterior abdominal wall. This is not within the peritoneal space. A small amount of air is seen within this. This may represent a post operative hematoma. An abscess could have a similar appearance. Findings suggesting a graft placement within a lower anterior abdominal wall hernia. Herniated mesenteric fat persists.¿ implant #2 preoperative complaints: (B)(6) 2005: indication. ¿... A 27-year-old female patient who came to the office with a hernia in her umbilicus. She had recently had an operative procedure to repair an incisional hernia. It appeared that her hernia now was above her previously placed repair. She gave a history of having a previously repaired umbilical hernia in the more remote past. Her recent hernia repair only involved an incision, which was midline in the position below her umbilicus towards the pubis. On physical examination, this area seemed to be not involved with herniation, but during our operation we did identify that there was evidence of recurrent hernia even in this area. Our plan therefore increased to repair the recurrent hernia that had just been fixed with mesh and also the umbilical hernia. This caused us to have to extend our incision almost all the way to the pubis because it was difficult in this lady to identify the hernias visually from the smaller incision we are making around the umbilicus. This patient is clearly, morbidly obese with a body mass index of 50.¿ implant #2 procedure: lysis of extensive adhesions to the abdominal wall, which took at least an hour just preparing this patient for surgery. Repair of multiple incisional hernias and a recurrent umbilical hernia with dual mesh. [Implant: gore® dualmesh® biomaterial, 1dlmc06/03686122, 18cm x 24 cm x 1 mm thick]. Implant #2 date: (B)(6) 2005: description of hernia being treated: ¿an incision was made around the umbilicus and then as I mentioned above, extended finally down towards the pubis through a previously placed midline incision. We identified the hernia that was just above the patch near the umbilicus, but then we were able to palpate several hernias just lateral to the patch. The patch did not extend to cover all of the different hernias as they extended down her abdomen and there was another hernia that was not even covered with the previously placed patch. It was necessary to extend our incision all the way down to the pubis, dividing the fascia as we went.¿ implant size and fixation: ¿we took a large piece of dual mesh, which is a ptfe product, measuring 24x 18 cm. We only trimmed a small amount of it and placed it in the properitoneal [sic] and then some places the peritoneal position. The smooth site [sic] obviously was placed towards the bowel, roughened side was placed towards the fascia. It was sutured along its perimeter with the 5 mm screw-like fasteners. But it was necessary to use zero prolene to actually attach the more distal aspect to the fascia. Once we had it completely attached along its perimeter, we then re-approximated the fascial edges with a running suture of #1 prolene. We incorporated a small amount of the mesh as we did this to keep it from shifting to reinforce our sutures . She tolerated the procedure well. The skin was closed with staples.¿ a pathology report, detailing findings from the above outlined implant procedure, was not provided. Relevant medical information: (B)(6) 2008: emergency department. ¿abdominal pain; had last of three ventral abdominal hernias repaired 2005. Hit abdomen last night, now having pain in abdomen similar to hernia pain in past. No fever, moderately painful. Abdominal: tender with 6-8 cm midline mass, hernia. Impression: ventral hernia.¿ (B)(6) 2008: surgical consult. ¿it should be noted dr. Xx repaired it [hernia defects] with the same dual mesh in (B)(6) [2005] as dr. Xx used in (B)(6) [2005] . She states it has recurred and pain is primarily to left of midline and lower abdomen. Abdomen: obese, tender in left lower quadrant just to left of midline cicatrix which is well healed. Impression: left lower abdominal pain, likely due to recurrent hernia status post repair x4, with mesh x2.¿ (B)(6) 2008: CT abdomen a/p. ¿findings: recurrent hernia just medial to and subtending the graft hernia mesh to the right of midline at lower abdomen. The hernia present currently is 12 x 14 cm in horizontal and craniocaudad [sic] dimensions respectively . It [hernia] neck is 4.8 cm cross sectional dimension. It is entirely fat filled. Its inferior most margin is at the level of the symphysis pubis. It [hernia] superior margin at the level of the superior iliac wings. Conclusion: fat filled anterior abdominal wall hernia, midline interior abdomen. It is immediately adjacent [to] hernia mesh repair.¿ (B)(6) 2008: surgical follow up. ¿defect to left lower quadrant, which correlates with CT scan. Impression: recurrent x4 ventral hernia.... I would like repair with mesh of her abdomen.¿ a history and physical dated (B)(6) 2017 shows, ¿she was seen in the clinic around 2008 and at that time the surgeon discussed with her the potential need for component separation and sending her to the (B)(6), she thinks the last abdominal surgery she had was similar around 2008/2009.¿ if performed, the records for ¿abdominal surgery¿, ¿component separation¿ were not provided. (B)(6) 2010: CT a/p. ¿impression: anterior wall ventral hernia, increased in size approximately 2 cm from (B)(6) 2008. The mesh appears to have dislodged from the attachment of the lateral aspect of the abdominal wall. Only mesenteric fat is identified within the hernia at this time, but there does appear to be a small loop of colon that is approaching the hernia at this point. No obstructive changes are identified.¿ (B)(6) 2010: surgical consultation. ¿assessment: abdominal discomfort and swelling, with no bowel compromise or strangulation. Chronic multiple abdominal hernias, with multiple repairs times 5. I still believe that she should have this repaired by way of component separation versus mesh repair of abdominal hernia #6.¿ (B)(6) 2017: CT a/p. ¿impression: patchy focal opacities in both lower lobes and lingula. Infection or neoplasm. Herniorrhaphy mesh anteriorly. Recurrent ventral hernia lateral to the herniorrhaphy mesh . It contains loops of bowel.¿ (B)(6) 2017: ¿she states that she has had 7 hernia repairs in the past all of them and using mesh. Approximately 2 weeks ago she was lifting a box of chicken at work when she felt a popping sensation. She states that she does have associated bulge infectious [sic] of his [sic] bulge for quite some time. Ever since she had this popping sensation at work, she has had increased discomfort and abdominal pain with the hernia area. Patient does report that she lost actually 150 [lbs] and did quit smoking on (B)(6) 2015 . Per our records she was seen by surgeons here back between 2000 and 2009, she had a surgery in 2005 where a 24 x 18 dualmesh was used to repair multiple abdominal wall hernias. She was seen in the clinic around 2008 and at that time the surgeon discussed with her the potential need for component separation and sending her to the (B)(6), she thinks the last abdominal surgery she had was similar around 2008/2009. Does not appear to be obstructed from her hernia defects. Assessment/plan: recurrent ventral hernia.¿ (B)(6) 2017: ¿states that her employer is [sic] been forcing her to continue with her heavy lifting at work which is [sic] increased her pain, discomfort from hernia. Abdomen: persistent, increasing discomfort at hernia site. Long-standing she has palpable large bulges in left lower quadrant, tender palpation. CT abdomen pelvis: approximately 5 cm defect where mesh appears to have pulled away from left rectus muscle and/or fashion [sic]. Does have associated bowel out in hernia defect. Impression/plan: she will likely need a large piece of mesh even though defect was only 5 cm, is difficult to say will need to do with other mesh. Prior mesh did include dualmesh which may need to resected, removed.¿ explant #2 preoperative complaints: (B)(6) 2017: ¿she continues to have abdominal pain associated with her hernia and still wants to have her hernia repaired. Diagnostic results: cat scan of the abdomen pelvis which did show that her previous mesh had pulled away from the left side of her abdominal wall leaving approximately a 5 cm defect. Due to the fact that she has a 5 cm defect from the edge of the mesh to the abdominal wall with the potential total defect of approximately 10 cm or more if the mesh was removed, I think that her surgery would best be performed open. I did explain to her that her surgery would likely consist of open technique with potential removal of her old or if at all possible, form of this mesh repair in the retrorectal space. She may need a partial component separation repair and will resect the old mesh. Explant #2 procedure: exploratory laparotomy. Lysis of adhesions. Removal of old mesh. Posterior component separation. Recurrent ventral hernia repair with 30 x 15 progrip mesh. Explant #2 date: (B)(6) 2017 [hospitalization dates (B)(6) 2017] : a midline incision was performed with the scalpel and this was taken down to the fascia using both a scalpel as well as electrocautery device. The old mesh was incised and the abdominal cavity was entered safely. The adhesions were taken down with both blunt and sharp dissection technique removing the bowel and the intra-abdominal contents from the mesh. There was multiple metal tacks holding the mesh in place dissection, I was concerned that these tests [sic] may cause more problems with the bowel in the futures and thus the entire mesh including the attacks [sic] were excised and removed from the abdominal wall. This was then passed off the table specimen . The hernia sac was then dissected out in its entirety and passed off the table as specimen as well. At this point the rectus abdominis muscles were identified and the posterior fascia was dissected away from the rectus muscles using both blunt and sharp dissection techniques. Once this was done circumferentially, I was concerned that I would not build [sic] to close the posterior fascia or bring the rectus muscles back to midline and thus a posterior component separation was then performed. Once this was done the posterior fascia came together quite nicely using a running stitch with 0 vicryl. The retrorectus space was then measured and found to be approximately 30 x 15 cm in size and a progrip mesh was obtained measuring that size. The edges were rounded off and was placed inside the abdominal cavity with the group b side up. The rectus muscles were then pulled over top of the mesh in place down the line. The anterior fascia was then reapproximated using looped pds. A jp drain was placed inside the old hernia defect in the subcuticular space and brought out in the left lower quadrant of the abdominal wall. The subcuticular space was irrigated out with sterile saline and suctioned out. Staples were used to close the skin." (B)(6) 2017: pathology. ¿gross description: a) hernia sac: received is a 17 x 5 x 0.7 cm pink tan fibrous hernia sac with attached fatty tissue. A 0.5 x 0.3 cm firm nodule is palpated. B) omentum: received is 25 x 12 x 2 cm omentum. The surfaces are shiny and unremarkable. C) old mesh: a 17 x 8 x 0.2 mm aggregate of tan white synthetic mesh fragment. No tissue is unattached. Gross only, no tissue submitted. Microscopic: performed. Diagnosis: a) hernia sac, herniorrhaphy: benign fibroconnective tissue with fibrosis. B) omentum, resection: omentum with no significant histopathologic abnormalities. C) old mesh: synthetic mesh identified (B)(6) 2017: discharge summary. Hospital course: she did well overnight. She was discharge home in stable condition.¿ relevant medical information (B)(6) 2017: washout and placement of wound vac. Conclusion: implant #2 gore® dualmesh® biomaterial. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ it should be noted with use of the device in patients with the potential for growth, tissue expansion, or significant change in body habitus, the surgeon should be aware that the device will not stretch or change with the patient¿s body. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "4315 (-z): cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated result code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2001: operative report. Pre/postop diagnosis: ventral hernia. Operation: repair. Hx: melissa rye is a 22-year-old with two previous cesarean sections who is moderately obese. She comes in with a problem with ventral hernia that is increasingly symptomatic. It is causing increase in the amounts of discomfort. She was counseled preoperatively concerning risks and benefits. I think she had a good understanding both of the plan for repair, and also the chance of recurrence related to the size of her abdominal wall and such things as pulmonary emboli, etc. She was anxious to proceed and actually had a fair amount of discomfort. ¿the patient was brought to the operating room and placed in a supine position on the table. Satisfactory anesthetic was begun. She was prepped appropriately and draped in a sterile field. She had been given lovenox preop. We made a midline incision and carried it down through the skin and subcutaneous tissue. The underlying hernia sac was immediately apparent. It was completely dissected out until we were down to the fascia and then it was opened. We found omentum within it. I was able to excise the sac itself and reduce the omentum back into the peritoneal cavity. The resulting defect was actually significantly smaller than I thought, and interestingly enough, appeared to have very little tension on it when it was closed transversely, except for the most caudad part of it. We free up the edges of the fascia very cleanly, and then I went ahead and placed one figure-of-eight stitch of #1 prolene in the most caudad portion of this midline defect. After we did that everything sort of fell together almost, closing it transversely. Using mattress sutures with #1 prolene, we closed this defect transversely. There was really very little tension and it appeared we had good fascial closure. I reinforced this closure with a #1 vicryl in a running type stitch. This basically completed the procedure. It did not look to me like adding a mesh or anything else would really adequately change any outcome in this area. It looks to me like we have a good closure if this patient is careful. I think we will be able to see results and success with this primary closure. We irrigated out the wound, and closed in layers with staples to the skin. Sterile dressing was applied. The patient was awakened and returned to the ward in good condition.¿ on (B)(6) 2001: pathology report. Tissue: ventral hernia sac. Clinical: ventral hernia. Gross: the specimen consists of 28 grams of irregular portions of fibrofatty tissue the largest portion of which is sac-like measuring up to approximately 6.5 cm. In length and 4.5 cm. In width. The sac is lined by slightly trabeculated smooth pink-tan serosal type tissue surrounded on the external surface by fat. Additional somewhat sacular and membranous portions of similar material are present, these measuring up to 4 and 3.8 cm. There are some focal thickenings of the membrane but no localized masses. Diagnosis: ventral hernia sac. On(B)(6) 2005: radiology-CT abdomen/pelvis with contrast. Indication: abdominal, pelvic pain. Conclusion: findings consistent w/ large lower anterior abdominal wall defect/hernia w/ extension of mesenteric fat into subcutaneous tissues. The overall defect is approximately 7 cm in transverse width. No signs associated small bowel obstruction, inflammatory changes. On (B)(6) 2005: operative report. Pre/postop diagnosis: incisional hernia. Operation: repair of incisional hernia with mesh. Findings: there is a large defect measuring about a 10 x 10 cm in the infraumbilical region. There is a chronically incarcerated omentum in the sac and there are multiple sacs. Complications: none. Specimen: hernia sac. Description of procedure: ¿ms. Melissa rye was brought into the operating room after appropriate identification. The patient was placed on the operating table in the supine position. General anesthesia was then administered and the patient was endotracheally intubated. Attention was focused in the abdomen and this area was prepped and draped in the usual sterile fashion. An incision was then made in the infraumbilical region. The patient had a previous scar from cesarean section; the incision was made and was carried through skin and subcutaneous tissue. Upon doing this it was noted there was omentum in the subcutaneous tissue, so I proceeded by freeing this omentum from the chronically attached subcutaneous tissue. It was noted that this was an extensive finding from the midline, first to the right, then to the left and also toward the suprapubic region. This was carefully and methodically freed of adhesions and the hernia sacs were encountered during this process and some of them were then incised at this point. This was carefully done circumferentially until the hernia defect was the chronically incarcerated omentum. I proceeded by freeing the omentum and after freeing it from the subcutaneous tissue, I freed it from the hernia sac, and I was able to then push it down into the abdominal cavity. There were multiple areas that were bleeding from the freed omentum and the same was controlled using 3-0 vicryl ties. After this was done, the defect was then carefully examined and I proceeded by freeing the fascial wall around the defect that I would have a clean surface to suture the mesh to. This was done circumferentially. It was initially difficult because there were 2 omentum attached to the fascia at this point, so I carefully took this down until the fascia was then circumferentially noted to be clean and the defect measured about 10 x 10 cm. Then I proceeded by starting the dualmesh into the defect. This was then sutured circumferentially using 2-0 prolene stitched in the u-stitch fashion. After this was done, a copius amount of irrigation was then done. Hemostasis was looked for and found to be adequate, and then I proceeded by closing the subcutaneous tissue to obliterate the defect a little bit. After this was done, the skin was then approximated together using skin staples. Instrument and sponge counts were found correct x 2 and sterile dressing was then applied. The patient was woken up, extubated and taken to the recovery room in stable condition. On (B)(6) 2005: implant sticker. Ventral hernia. Dualmesh plus antimicrobial. Lot: 02821957. Item: 1dlmcp03. The records confirm gore® dualmesh® plus biomaterial (1dlmcp03/02821957) was implanted during the procedure. On (B)(6) 2005: pathology consultation. Path no: s-1912-05. Tissue: ventral hernia sac. Gross: the specimen consists of, 66 grams of irregular fragments of membranous reddish to grayish fibrous tissue along with lobulated yellow to brown fatty tissue, some areas perhaps having a slightly sac like appearance. Areas of dark reddish congestion are focally present. A well defined mass lesion is not grossly noted. Diagnosis: ventral hernia sac with marked congestion. On (B)(6) 2005: radiology-CT abdomen/pelvis without contrast. Indication: right upper quadrant pain and hematuria. Comparison made to previous study on (B)(6) 2005. Impression: 10x7 cm diameter fluid collection within the subcutaneous tissues over the inferior and anterior abdominal wall. This is not within the peritoneal space. A small amount of air is seen within this. This may represent a post operative hematoma. An abscess could have a similar appearance. Findings suggesting a graft placement within a lower anterior abdominal wall hernia. Herniated mesenteric fat persists. On (B)(6) 2005: operative report. Pre/postop diagnosis: recurrent incisional and umbilical hernia. Operation: lysis of extensive adhesions to the abdominal wall, which took at least an hour just preparing this patient for surgery. Repair of multiple incisional hernias and a recurrent umbilical hernia with dual mesh. Specimen: no specimens. Indications: this is a 27-year-old female patient who came to the office with a hernia in her umbilicus. She had recently had an operative procedure to repair an incisional hernia. It appeared that her hernia now was above her previously placed repair. She gave a history of having a previously repaired umbilical hernia in the more remote past. Her recent hernia repair only involved an incision, which was midline in the position below her umbilicus towards the pubis. On physical examination, this area seemed to be not involved with herniation, but during our operation we did identify that there was evidence of recurrent hernia even in this area. Our plan therefore increased to repair the recurrent hernia that had just been fixed with mesh and also the umbilical hernia. This caused us to have to extend our incision almost all the way to the pubis because it was difficult in this lady to identify the hernias visually from the smaller incision we are making around the umbilicus. This patient is clearly, morbidly obese with a body mass index of 50. Procedure: ¿after she was given general endotracheal anesthesia, she was prepped with betadine, sterile draped in the usual fashion. She was given preoperative antibiotics. An incision was made around the umbilicus and then as I mentioned above, extended finally down towards the pubis through a previously placed midline incision. We identified the hernia that was just above the patch near the umbilicus, but then we were able to palpate several hernias just lateral to the patch. The patch did not extend to cover all of the different hernias as they extended down her abdomen and there was another hernia that was not even covered with the previously placed patch. It was necessary to extend our incision all the way down to the pubis, dividing the fascia as we went. We took a large piece of dual mesh, which is a ptfe product, measuring 24x 18 cm. We only trimmed a small amount of it and placed it in the properitoneal and then some places the peritoneal position. The smooth site obviously was placed towards the bowel, roughened side was placed towards the fascia. It was sutured along its perimeter with the 5 mm screw-like fasteners. But, it was necessary to use zero prolene to actually attach the more distal aspect to the fascia. Once we had it completely attached along its perimeter, we then re-approximated the fascial edges with a running suture of #1 prolene. We incorporated a small amount of the mesh as we did this to keep it from shifting to reinforce our sutures. She tolerated the procedure well. The skin was closed with staples. She left the operating room in good condition. We did not give this patient toradol in the immediate postoperative period because of a history of asthma and smoking, and we felt that the toradol could evoke asthmatic response.¿ on (B)(6) 2005: progress record. [Product label]: gore dualmesh® biomaterial. Ref catalogue number: 1dlmc06. Lot batch code: 03686122. W.l. Gore & associates. The records confirm gore® dualmesh® biomaterial (1dlmc06/03686122) was implanted during the procedure. On (B)(6) 2008: radiology-CT abdomen/pelvis w/o contrast. Reason for exam: recurrent ventral hernia x 4. Findings: recurrent hernia just medial to and subtending the graft hernia mesh to the right of midline at lower abdomen. The hernia present currently is 12 x 14 cm in horizontal and craniocaudad dimensions respectively. It neck is 4.8 cm cross sectional dimension. It is entirely fat filled. Its inferior most margin is at the level of the symphysis pubis. It superior margin at the level of the superior iliac wings. Conclusion: fat filled anterior abdominal wall hernia, midline interior abdomen. It is immediately adjacent hernia mesh repair. On (B)(6) 2008: [missing records: records for ¿abdominal surgery¿, ¿component separation¿ were not provided.] On (B)(6) 2010: radiology-CT abdomen/pelvis w/o contrast. Indication: ventral hernia. Impression: anterior wall ventral hernia, increased in size approximately 2 cm from on (B)(6) 2008. The mesh appears to have dislodged from the attachment of the lateral aspect of the abdominal wall. Only mesenteric fat is identified within the hernia at this time, but there does appear to be a small loop of colon that is approaching the hernia at this point. No obstructive changes are identified. On (B)(6) 2010: radiology-xr abdomen series w/ chest 1 view. Reason for exam: abdominal pain. Impression: probable focal lower mid abdominal ileus. On (B)(6) 2010: consultation. Assessment: abdominal discomfort and swelling, with no bowel compromise or strangulation. Chronic multiple abdominal hernias, with multiple repairs times 5. Recommendations: will get cbc and kub. I still believe that she should have this repaired by way of component separation versus mesh repair of abdominal hernia #6. [Missing records: records for four hernia repairs using mesh were not provided, patient reported total of 7.] On (B)(6) 2017: [missing records: records for CT abdomen/pelvis done at delvil¿s lake were not provided.] On (B)(6) 2017: history and physical. Hpi: present to the office with complaints of recurrent ventral hernia. She states that she has had 7 hernia repairs in the past all of them and using mesh. She thinks her first hernia came from 1 of her c-section surgeries where she is not closed completely on the ¿inside¿ and then she developed a hernia after that. Approximately 2 weeks ago she was lifting a box of chicken at work when she felt a popping sensation. She states that she does have associated bulge infectious of his bulge for quite some time. Ever since she had this popping sensation at work she has had increased discomfort and abdominal pain with the hernia area. She states that wearing tight close does seem to keep the hernia and a little bit and give her some support. Her hernias larger in the evenings and in the mornings. Patient does report that she lost actually 150 [lbs] and did quit smoking on (B)(6) 2015. She was recently seen in the emergency department in (B)(6) where she did have lab work and a cat scan of her abdomen done. Per our records she was seen by surgeons here back between 2000 and 2009, she had a surgery in 2005 where a 24 x 18 dualmesh was used to repair multiple abdominal wall hernias. She was seen in the clinic around 2008 and at that time the surgeon discussed with her the potential need for component separation and sending her to the (B)(6), she thinks the last abdominal surgery she had was similar around 2008/2009. Does not appear to be obstructed from her hernia defects. Assessment/plan: recurrent ventral hernia. Did have both lab work as well as a CT scan of the abdomen pelvis done at (B)(6). I do have concern that she could easily have a significant amount of scar tissue and adhesions that could increase the risk of surgery. She is now smoking up to half a pack a day again. I did briefly mention to her the possibility of sending her to the (B)(6) where she can get more specialized treatment. On (B)(6) 2017: history and physical. She continues to have abdominal pain associated with her hernia and still wants to have her hernia repaired. Diagnostic results: cat scan of the abdomen pelvis which did show that her previous mesh had pulled away from the left side of her abdominal wall leaving approximately a 5 cm defect. Assessment/plan: recurrent ventral hernia. Due to the fact that she has a 5 cm defect from the edge of the mesh to the abdominal wall with the potential total defect of approximately 10 cm or more if the mesh was removed I think that her surgery would best be performed open. I did explain to her that her surgery would likely consist of open technique with potential removal of her old or if at all possible form of this mesh repair in the retrorectal space. She may need a partial component separation repair and will resect the old mesh. On (B)(6) 2017: operative report. Indication: 39-year-old female presented to the office with abdominal pain secondary to a recurrent ventral hernia. She had abdominal hernia surgery in the past with mesh which seems to fail. The risks and benefits of the procedure were discussed and we decided that in her case exploratory laparotomy with a retrorectus repair and potential component separation would be necessary to appropriately fix her hernia defect. Pre/postop diagnosis: recurrent ventral hernia. Operation: exploratory laparotomy. Lysis of adhesions. Removal of old mesh. Posterior component separation. Recurrent ventral hernia repair with 30 x 15 progrip mesh. Specimen(s): hernia sac. Old mesh. Complications: none. Technique: ¿after reviewing the consent form the patient was brought to the operating room where general anesthetic was introduced. The patient was prepped and draped in standard sterile fashion and a timeout was performed in its entirety. A midline incision was performed with the scalpel and this was taken down to the fascia using both a scalpel as well as electrocautery device. The old mesh was incised and the abdominal cavity was entered safely. The adhesions were taken down with both blunt and sharp dissection technique removing the bowel and the intra-abdominal contents from the mesh. There was multiple metal tacks holding the mesh in place dissection, I was concerned that these tests [sic] may cause more problems with the bowel in the futures and thus the entire mesh including the attacks [sic] were excised and removed from the abdominal wall. This was then passed off the table specimen. The hernia sac was then dissected out in its entirety and passed off the table as specimen as well. At this point the rectus abdominis muscles were identified and the posterior fascia was dissected away from the rectus muscles using both blunt and sharp dissection techniques. Once this was done circumferentially I was concerned that I would not build to close the posterior fascia or bring the rectus muscles back to midline and thus a posterior component separation was then performed. Once this was done the posterior fascia came together quite nicely using a running stitch with 0 vicryl. The retrorectus space was then measured and found to be approximately 30 x 15 cm in size and a progrip mesh was obtained measuring that size. The edges were rounded off and was placed inside the abdominal cavity with the group b side up. The rectus muscles were then pulled over top of the mesh in place down the line. The anterior fascia was then reapproximated using looped pds. A jp drain was placed inside the old hernia defect in the subcuticular space and brought out in the left lower quadrant of the abdominal wall. The subcuticular space was irrigated out with sterile saline and suctioned out. Staples were used to close the skin. The patient tolerated the procedure well, was extubated in the operating room and sent to recovery in stable condition.¿ there is no mention of infection involving the gore device. On 07/27(B)(6) 20/17: surgical pathology report. Accession number: sp-17-05888. Specimen source: a) hernia sac. B) omentum. C) old mesh. Clinical information: ventral hernia. Type of fixative added: formalin. Gross description: a) hernia sac: received is a 17 x 5 x 0.7 cm pink tan fibrous hernia sac with attached fatty tissue. A 0.5 x 0.3 cm firm nodule is palpated. Representative sections submitted in one cassette. B) omentum: received is 25 x 12 x 2 cm omentum. The surfaces are shiny and unremarkable. Representative sections submitted in one cassette. C) old mesh: a 17 x 8 x 0.2 mm aggregate of tan white synthetic mesh fragment. No tissue is unattached. Gross only, no tissue submitted. Microscopic: performed. Diagnosis: a) hernia sac, herniorrhaphy: benign fibroconnective tissue with fibrosis. B) omentum, resection: omentum with no significant histopathologic abnormalities. C) old mesh: synthetic mesh identified (gross only). On (B)(6) 2017: discharge summary. Hospital course: she did well overnight. She was discharge home in stable condition. Discharge plan: continue lifting restrictions of no lifting more than 15 pounds for 6 weeks. On (B)(6) 2017: radiology-CT abdomen/pelvis w/ contrast. Reason: post op abdominal abscess. Impression: subcutaneous drain with midline incision postoperative changes with air fluid collection. This likely represents an abscess. Subcutaneous tissues and adjacent mesentery demonstrate inflammatory changes as well. On (B)(6) 2017: history and physical. Hpi: she had been having some purulent drainage out of her jp drain previously. We had switched her over to a different kind of antibiotics. We did take the staples out at her last visit and since then she began having purulent drainage this morning from inferior portion of her abdominal incision. I am concerned that she has a large abscess in the subcuticular space where the jp drain is at and thus I did admit her to the hospital for IV antibiotics and further evaluation with a CT scan of the abdomen and pelvis. Physical examination: abdomen: soft. She does have a small opening in the inferior aspect of her incision as soon as you spread the skin at the incision. She does have pus that run out of the opening. She continues to have purulent drainage in her jp drain; however, it does appear to be lightening up a little bit. Radiology: I did review the CT of her abdomen and pelvis with radiology and she does have what appears to be an inflammatory aspect with likely developing abscess in the subcuticular space where the drain is at. There are loculated air bubbles that are also concerning for a subcuticular abscess. Assessment: subcuticular abscess. Status post exploratory laparotomy with explant of old mesh, component separation and repair of recurrent ventral hernia with retro-rectus mesh. Open wound with likely abscess. On (B)(6) 2017: operative report. Pre/postop diagnoses: status post exploratory laparotomy with explant of old mesh, posterior component separation with repair of recurrent ventral hernia with large mesh in the retrorectus space with subcuticular abscess. Procedure: washout and placement of wound vac. Specimen: cultures. Complications: none. Condition: stable. Indication for procedure: this is a 39-year-old female who I have been following clinically in the office since surgery. She has been having purulent discharge coming from her jp drain. We did remove the staples several days ago from her incision and she since then has opened up a small area on her incision that has been draining purulent material. She was directly admitted to the hospital for IV antibiotics and a cat scan was performed. There was an area with multiple loculated bubbles in the subcutaneous space that was concerning for abdominal wall/subcuticular abscess. The risks and benefits of the procedure were discussed and consent form was signed. Details of procedure: ¿after reviewing the consent form, the patient was brought to the operating room where general anesthetic was introduced. The patient was prepped and draped in standard sterile fashion and timeout was performed in its entirety. The midline hole that was already opened was elongated with the scalpel both superior and inferiorly until it was large enough for me to get my fingers in there. Blunt dissection then ensued untii was able find the jp drain. I was able to follow the jp drain to its end inferiorly, as well as to where it connected at the top and then wrapped around and came out the abdominal wall in the left lateral aspect. I was able to create a rather large sizable pocket along the tract of the jp drain. Aerobic and anaerobic cultures were obtained. Once the entire pocket was opened up with blunt dissection the wound was irrigated out with approximately 2 l of sterile saline and then with 0.125 dakin solution. Once we had thoroughly irrigated out the wound, a large black sponge for wound vac dressing was obtained. I was unable to fit the sponge in the size of the incision, thus I brought the incision out laterally somewhat. Once this was done, I was able to cut the foam to size and placed it inside of the wound cavity. At this point, the foam tracked out to the left lateral side, as well as down medially underneath the remaining inferior portion of the incision. The second piece of foam was placed on top of the first piece of foam to the depth of the wound. The tape was then applied and the tract pads were placed on top. We were able to get good suction down on the wound vac. The patient tolerated the procedure well, was extubated and sent to recovery in stable condition.¿ on (B)(6) 2017: [missing records: a culture report detailing analysis of the specimen collected during the 08/19/17 procedure was not provided.] On (B)(6) 2017: discharge summary. Discharge diagnoses: subcuticular abscess. Status post exploratory laparotomy with repair of recurrent ventral hernia. [Missing pages.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open umbilical/infraumbilical hernia repair on (B)(6) 2005 whereby a gore® dualmesh® plus biomaterial was implanted. It was reported to gore that the patient underwent an additional procedure on (B)(6) 2005 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. The complaint alleges that on (B)(6) 2017 an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: dense adhesions, mesh adhered to bowel, surgeries to remove mesh, component separation, chronic abdominal pain, failed mesh, retrorectus repair, abscess, open draining wound, frozen/numb abdomen. Additional event specific information was not provided.